Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Initial reporter phone number : (B)(6).

Event description:
It was reported that in the past two months, in the ICU, the anesthesiology department has been experiencing problems such as no waveforms no data being output. In some cases, there are no waveforms after half an hour of use. Sometimes the anesthesiology department will see several cases a day, it appeared that the pressure test suddenly failed to produce waveforms during the operation. The above situations have occurred very frequently. Two product faults reported under (B)(4). Adverse effects to the patient have not been reported.

Manufacturer narrative:
Investigation summary: two devices were received for investigation. The devices were visually inspected and functionally testing. During functional testing, the devices failed the vacuum test. The reported complaint is confirmed. This is due to the devices being out of specification. This issue will continue to be monitored and further actions taken accordingly. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.